Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 due to sui, urge incontinence, and decreased bladder compliance. It was reported that following insertion the patient experienced dyspareunia, reoccurring uti¿s, lower abdominal pain, low back pain, urinary frequency and urgency, pelvic area irritation, rectal pain and pressure, and recurring constipation.

Manufacturer narrative:
(B)(4). No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.